Event description:
It was reported that the lead was capped due to a progressive threshold increase discovered at a planned follow-up appointment. No patient complications were reported as a result of this event.